Event description:
It was reported that during testing conducted by a manufacturer field service technician, the drill operated when the trigger was not activated. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.